Event description:
It was reported that one week after implant the atrial lead had high thresholds and dislodged. The physician extracted the atrial lead and plugged the atrial port on the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Atrial capture management daily trends shows threshold increased from 0.375 volts on (B)(6) 2014 to 1.5 volts on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01, ipg implanted: 2014-(B)(6).